Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had constant downstream alarm upon device power up in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) # additional information: d9, g4,h3, h6, h11: the device was received for evaluation. During functional testing a simulated therapy was performed and no false downstream occlusion alarms occurred. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however the device was found to meet specification. The force sensor and downstream tubing guide will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.